Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left circumflex (cx) artery. The 014 ht versaturn f guide wire (gw) was advanced beyond the target lesion without issue. After completion of the procedure, the guide wire was removed, and it was noted that the polymer coating was uneven, but not peeled, and the coil was unraveled. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated polymer coating and the reported product quality problem irregular appearance (coating appeared uneven) were unable to be confirmed. There were no damages noted to the polymer coating. There were scratches noted sporadically throughout the entire length of the teflon coating. Additionally, stretched tip coils/intermediate coil and multiple core bends were noted on the device. The reported peeled / delaminated polymer coating and the reported product quality problem irregular appearance (coating appeared uneven) were unable to be confirmed. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the noted device damages appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted stretched tip coils/intermediate coil and multiple core bends. The noted scratched teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device available for eval updated from 'no' to 'yes'. H6: medical device problem code 1069 - removed. H6: type of investigation code 4114 - removed. H6: investigation findings code 114 - removed. H6: investigation conclusions code 4307 - removed. H10: addtl mfg narrative ¿ revised.

Event description:
Subsequent to the previous medwatch report, the following information was received: after the guide wire was removed, it was noted to be peeling. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted on the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and irregular appearance appear to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure, the coils became stretched and overlapped against the anatomy and/or other devices used, causing the appearance of a break, or unraveling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received: after the guide wire was removed, and it was noted that there was damage to the coils and the coils were unraveled. No additional information was provided.